Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged as the patient mentioned that this lead might have been disconnected or moved. An attempt to obtain additional information was unsuccessful. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.